Event description:
The physician reported the excelsior sl 10 catheter was pushed forward and placed in the right position. After that, coil introduction of coil m003492510sr0 batch 7678493 was advanced, but with difficulty. The reported coil suddenly became stuck and it was not possible to either push it forward or to retrieve. The catheter and coil were retrieved together as one piece. There was no allegation of pt injury and is reported in good condition.

Manufacturer narrative:
Only the distal end of the coil and the microcatheter were returned to boston scientific for evaluation. The returned portion of the coil appeared severely stretched along the entire length of the coil except for a few millimeters of the distal tip and the coil was broken. The complaint did not mention the coil being broken and it is unclear whether the coil was broken during or after the procedure. This event is being reassessed as a medical device report. The results from the evaluation of the microcatheter showed 8 kinks along the catheter shaft and was severely flattened over the distal 6cm. It is not possible to determine whether the damages on the catheter happened during or after the procedure or whether the initial friction described in the complaint was caused by these damages. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the above facts and findings, boston scientific cannot conclusively determine the cause of user's experience.